Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock while in the shower. The patient was then seen in the hospital and it was noted on interrogation that the shock was caused by noise detection on the right ventricular lead. No programming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.